Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the operator of the device felt more resistance than usual during the injection of the liquid medicine. Per reporter, a blockage alarm was also detected. This occurred during priming. There was no patient involvement.

Manufacturer narrative:
Two devices were returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.